Event description:
It was reported that cannula was found bent due the tiniest little bit of tubing got stuck to the insertion device when patient tried to pull off on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.